Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse advised the customer the latest version of the service manual. Advised they likely have a 1st generation display and need to update to a 2nd generation display. Provided customer the part number for 2nd generation user interface (ui) assembly. The customer replaced the 2nd generation ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.